Event description:
Per the clinic, the patient experienced an infection at the implant site (date not reported). Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.